Manufacturer narrative:
(B)(4). The reported issue was not confirmed due to unavailable sample. The home patient (hp) stated that there were air bubbles and fibrin pieces in the patient line. However, a report of the air in line was not confirmed and a cause of the air was not determined. Based on the information gathered during baxter's investigation, the root cause of the low drain volume alarm was due to air in the patient line. Baxter has conducted a trend review and found that similar report has been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
A caregiver (cg) contacted (B)(4) requesting assistance to end therapy on the homechoice (hc). The cg stated the hp became disconnected from the hc and air got into patient line. The cg stated she reconnected the hp and then a low drain volume alarm occurred. The technical service representative (tsr) assisted the cg to end the therapy and advised to contact the nurse for advice as to how to complete therapy. On (B)(6) 2011, baxter was notified the hp is no longer using the hc. No further information was provided. There was no patient injury or medical intervention reported.